Event description:
The user reported a leak, at an unk location, during a chemotherapy infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The customer has discarded the sample due to cytotoxic content.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The mfg database was reviewed and no quality issues were noted during production build for the involved lot.